Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.